Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.